Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility directly to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were partly provided. Reasonable attempts were made by telephone and email to obtain complete treatment settings and patient photos, but no additional information was received. An examination of the subject device by a trained technical expert concluded after verifying all system functions including calibration, and energy measurements, the subject device output at 900mj and 1100mj was found to be low. Following replacement of the handpiece optics, 1.5x telescope, laser deck, qswitch, and the optics deck, preventative maintenance and energy calibrations were performed. The technical expert stated that the subject device met all manufacture specifications and was returned back to service at the user facility. A medical professional evaluated the reported event details concluding, incomplete treatment settings were provided by the user facility along with no patient photos; therefore, a clinical review of treatment settings cannot be performed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the hypopigmentation, the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly and a follow up medwatch report will be submitted. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: february 18, 2016.

Event description:
A user facility reported that one (1) male patient of skin type IV sustained hypopigmentation on the bicep area following tattoo removal treatment with a focus medical piqo4 laser, zoom handpiece. The user facility confirmed that no medical intervention was performed as a result of the incident. Additionally, the user facility requested additional clinical training on the subject device.